Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Other, not able to duplicate issue. R: broken display not duplicated rand for 17 hrs with no problems. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Other, not able to duplicate issue. R: broken display not duplicated rand for 17 hrs with no problems. Dealer states the unit has a broken display.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit has a broken display.